Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness, headache, kidney disease/toxicity, multiple uti's, irritable bowel syndrome and other. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness, headache, kidney disease/toxicity, multiple uti's, irritable bowel syndrome and other. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Bluetooth trace antenna on the pca printed circuit assembly had potential oxidation discoloring on it. Dust-like contamination on the blower motor and inside of it. Black contamination, consistent with keratin, at the air outlet of the blower box dust-like contamination and hairs/fibers inside the blower box. Gray dust-like contamination and hairs/fibers at the air inlet of the blower box. White, brown and black inconsistent with degraded sound abatement foam the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and, in the device, and are consistent with being from an external source. And was not able to confirm the complaint or address the symptoms specified. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.